Event description:
Blood glucose values captured in the device's memory do not match the values that pt has manually input into a record book. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.